Event description:
It was reported, that pt underwent mitral valve repair in early 2000 and subsequently developed recurrent mitral regurgitation. In 2000, the pt underwent mitral valve replacement surgery at another hospital. Several months after the valve replacement surgery, the pt once again had signification mitral regurgitation and his symptoms progressed particularly over the last couple of years. Preoperative evaluation suggested pv leak with normal function of the prosthesis. At the time of the 3rd operation in 2009, the pt was noted to have some pannus overgrowth of the valve but not to the extent to significantly interfere with valve function. According to the surgeon, the valve appeared normal and initially was unable to find the reason for the leak. Upon explanting the valve, the surgeon noticed a small hole approximately 2 mm in diameter and about 7-8 mm away form the sewing ring. The surgeon stated that it appeared to possibly have been due to a previous perforation which may have occurred at the time of his initial mitral valvuloplasty. The surgeon does not believe there was any type of malfunction with the valve. Additional info has been requested.